Event description:
It was reported that a spectrum pump has "upstream occlusion" alarms. It was also reported that the customer was not aware of any patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Incoming inspection could not confirm the customer's complaint. However, upon further inspection fine cracks were found in the upstream sensor assembly which can cause upstream occlusion alarms. These cracks have been determined to be the cause of these alarms. The upstream sensor was replaced.